Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08242.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08242. It was reported paresthesia was felt in the intended areas. However, the patient alleges effective therapy was never established nor was the system effective at relieving pain to her satisfaction. Reportedly, x-rays taken did not show a lead migration and all diagnostic testing was within normal limits. Surgical intervention was undertaken, explanting the entire system.

Manufacturer narrative:
UDI(di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint was not confirmed. As received, visual inspection on both leads ¿a¿ and ¿b¿ revealed no anomaly except a compression mark found 22 cm and 23 cm from the stim end but no broken wires. Both returned leads passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.